Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) has been confirmed. Upon investigation, there was an open along the white (drvn gnd) wire inside the trunk cable. The cause of the test failure is the open wire. The root cause for the open wire was excessive force on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ECG electrodes were non-functional.